Event description:
It was reported patient had a "bad" fall in late 2011 and her device had not worked since. After the fall, the patient was unable to have her device checked because she was without insurance. The patient's device was explanted the date of this report. It was noted the physician programmer was unable to communicate with the implantable neurostimulator (ins). It was noted the patient had a "loss of use secondary to fall and overdischarge."

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).